Event description:
It was reported this pacemaker exhibited high out of range pace impedance measurements, oversensing of noise and loss of capture (loc) on the right atrial (ra) lead. The involved lead is a non boston scientific product. Further testing was performed and the noise was reproducible. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device was explanted due to normal battery depletion (nbd). It was noted this device stored 2 signal artifact monitor episodes (sam). No adverse patient effects were reported.

Event description:
It was reported this pacemaker exhibited high out of range pace impedance measurements, oversensing of noise and loss of capture (loc) on the right atrial (ra) lead. The involved lead is a non-boston scientific product. Further testing was performed and the noise was reproducible. No adverse patient effects were reported. At this time, this device system remains in service.